Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing assembly process, applied medical graspers are functionally tested 100%. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary ensure the performance and safety of our products. This document represents our initial/final report.

Event description:
Total hemicolectomy - "during procedure one pad on the grasper dislodged and was missing in the patient. Unable to be retrieved. Surgeon reported to nurses and the incident was documented." Patient status - "nil complications."